Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. Insulin pump had suspended insulin delivery. The sensor glucose during the incident was 79 mg/dl while the blood glucose was 379 mg/dl. They had treated based off the sensor reading. They did not have a bent cannula. The sensor will not be returned for analysis.